Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection of their pd disposable which caused peritonitis manifested by discolored pd effluent. The patient reported that ¿while walking down the road a connection (of the unspecified pd disposable) opened which led to a break in aseptic technique¿. Subsequently, the patient went back home because the patient was completely wet. The patient tried to clean ¿everything¿ however, the next day, the patient noticed the pd effluent was orange in color. The patient went to the hospital and was diagnosed with peritonitis and was admitted. On an unreported date, the patient began unspecified treatment for the peritonitis (no further detail). Nine days after being admitted to the hospital, the patient was discharged. At the time of this report, the patient reported being recovered from the event, however, treatment was still ongoing. The patient further described the event as the disconnection site was close to the body and that it occurred on its own. The patient did not initially check if the connection was properly tightened. It was not reported if pd therapy was ongoing. No additional information is available.